Event description:
It was reported in a summary article that compared 59 patients that were treated for intracranial carotid blowout syndrome (icbs) with either a graftmaster covered stent or with parent artery occlusion (pao). Thirty-one patients were treated with implantation of a graftmaster stent in the internal carotid artery (ica), of these patients 5 experienced rebleeding events and were treated with additional stenting, coil placement or puncturing and medication. Additionally, some patients experience neurological complications (stroke), septic thrombosis, brain abscess and death. Additional information can be found in the summary article, "endovascular management of intracranial carotid blowout syndrome in patients with head and neck cancer"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported effects of death, intracranial hemorrhage (hemorrhage), stroke/cva, thrombosis/ thrombus and unspecified infection (infection) are listed in the instructions for use (IFU), coronary stent graft system, as adverse events that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. A conclusive cause for the reported patient death and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article, titled "endovascular management of intracranial carotid blowout syndrome in patients with head and neck cancer". B2, b3 and d6a - estimated dates. D4: the UDI number is not known as the part and lot number were not provided. H6 medical device problem code: 1494 - incorrect anatomy. The additional patient effects reported in the article are captured under separate medwatch report.